Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was discarded by the medical facility.